Event description:
It was reported to boston scientific corporation in 2007, that a dilatation procedure in the "anastomotic part of esophagus and intestinum jejunum" using a cre balloon dilatation catheter was performed on two days earlier. According to the complainant, the balloon inflated "slightly...less than 3atm," when a pinhole on the balloon was observed and it would not inflate further or deflate. Both the device and the olympus gif-xq260 scope were removed as one unit and, once outside the pt, the device "was cut by the nipper" and removed from the scope. Reportedly, the procedure was successfully completed with a second cre balloon dilatation catheter. At the conclusion of the procedure, the pt's condition was reported as "ok."

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unk. A review of the device history record and the product family complaint trend report are in progress; results will be provided in a follow-up medwatch report.